Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the use of an angio-seal device the tube was unable to be delivered at the final step. The customer was unable to re-fix the collagen sponge manually. The patient is ok. A mechanical compression was done to the femoral puncture site. Additional information was received on 7/17/18: the "tube" referred to in the description is the tamping tube. "Unable to re-fix the collagen sponge," means it was the only way to tamp. The way to firm up or fix the collagen sponge was with the tamping tube because the collagen sponge was down the patient's skin. The device was deployed. The device worked correctly and did not pull out of the artery. The patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal evolution was received for product evaluation. The hemostasis sheath was returned along with the handle/carrier tube assembly. Visual inspection revealed the hemostatic sheath was returned separate from the carrier tube assembly and there was a manual cut observed on both the tubes. There was no portion of the suture visible. The upper handle was then removed from the lower handle. There was no suture attached to the spool in the gearbox assembly. The gearbox was then removed from the lower handle and rotated. When the gearbox assembly was rotated, the suture stake fell out of the hole in the spool. The outer diameter of the suture stake and the inner diameter of the hole in the spool was measured and were found to be within manufacture specifications. Based on the investigation results the suture stake met manufacture specifications. However, the exact cause of the reported event cannot be definitively determined. The reported event has been deemed manufacturing related and is being further investigated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.